Event description:
A bent sensor tip was reported with the adc device and customer was therefore unable to apply the device and monitor glucose levels. As a result, the customer experienced "strong excitement" and unspecified symptoms of hyperglycemia. Customer had contact with an hcp and readings of 480 mg/dl was obtained and unspecified treatment was provided. Customer was taken to a hospital where a reading of 500 mg/dl was obtained and customer was diagnosed with hyperglycemia. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.